Event description:
It was reported the patient received the following results within 15 minutes: (B)(6) 2020: 115 mg/dl, 64 mg/dl, and 294 mg/dl. (B)(6) 2020: 153 mg/dl, 87 mg/dl, and 233 mg/dl. (B)(6) 2020: 130 mg/dl, 73 mg/dl, and 144 mg/dl. It was reported the patient received the following results within 15 minutes: 115 mg/dl, 64 mg/dl and 294 mg/dl, 153 mg/dl, 87 mg/dl and 233 mg/dl, and 130 mg/dl, 73 mg/dl and 144mg/dl. Each set of tests were performed on different days.